Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: review of the black box data revealed no power on reset events recorded that would support the allegation of power loss. On investigation, the battery cap returned with the pump for investigation was able to be tightened to the pump securely; however, it was unable to maintain electrical connection due to moisture that was noted in the battery compartment. The pump was not able to power on. On examination, the battery compartment was cracked from the case seal to the bumper pad. A leak test was performed and revealed moisture leakage into the battery compartment at the crack in the case. The pump was opened for further investigation with no evidence of moisture ingress inside the pump. The pump was not able to be exercised due to the battery compartment moisture.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.